Manufacturer narrative:
S/w version unknown. Retainer ring = missing. The pump was returned for cosmetic damage located at the reservoir compartment(cracked) and alleged blank/white display found on (B)(6) 2021. Pump received with blank flashing white display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank flashing white display. Pump was cut open to perform visual inspection and found cracked lcd controller (pcba 1). Pump received with missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: scratched case, missing reservoir tube o-ring, broken reservoir tube lip, and detached retainer ring. Cosmetic damage was confirmed where detached retainer ring and broken reservoir tube lip was noted. Blank/white display was confirmed due to cracked lcd controller (pcba 1). (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had cosmetic damage. The customer stated that the cracked on reservoir and screen was white. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.